Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head experienced a scope communication error during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g3, g6, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: failed leak test. Based on the results of the investigation, the definitive root cause of the customer issue could not be determined. Additionally, failed leaked test was caused due to puncture in cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.